Manufacturer narrative:
The medtronic field service engineer inspected the ventilator and replaced the direct current (dc) - dc converter printed circuit board assembly (pcba) with a new one. The ventilator passed all testing and was returned to the customer. The dc-dc converter pcba was returned for failure investigation. On visual inspection, no anomalies were observed. The pcba generated error codes in a non-patient use was not duplicated. Further testing in a ¿patient use¿ setting duplicated the event. The additional observations determined the board to show an intermittent behavior by generating the oor (out-of- range) error codes. The cause of the event was isolated in the field to a potential fault in dc-dc converter pcba. An internal investigation was previously initiated for this type of issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a ¿voltage out of range (oor)" error message. The ventilator was not in use on a patient at the time of the reported event.